Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash under one of the electrodes. A pharmacist recommended that the patient use an unknown gel on the irritation. The patient reported that the rash had improved.